Event description:
Report rec'd from a dentist of the 30g short stainless steel cannula separated from the plastic hub during injection. In this case the cannula embedded in the dental tissue. The pt is a 19 year old male who on june 30, 1998 had rec'd an injection of local anesthetic (carbocaine) to attain mandibular nerve block in anticipation of dental restoration. During the injection, the dentist heard a "click" and withdrew the needle and observed that the stainless cannula had separated from the plastic hub. The dentist was unable to palpate the needle. Panoramic x-rays were performed. Afterwards, the needle still was not retrievable. The pt was referred to an oral surgeon. After examination of the pt and the dental x-rays, the surgeon, with the concurrence of the dentist, decided to leave the embedded cannula in place since the cannula was isolated away from the structures. It was noted that the cannula would become encapsulated. The dentist noted that the pt is completely comfortable. The report's assesment of the causal relationship between the event and the observation is highly probable.